Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver will not turn on, but will turn on with a known good battery after receiver case is open.. Log review was performed and found rttloss in the log an indication that the allegation did occurred. Perform internal visual inspection and failed due to moisture damaged. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.